Event description:
It was reported that the patient underwent a surgical procedure on the shoulder. Allegedly it was found on films that the assembly screw broke allowing disasembly of the spacer and the stem. The patient underwent a revision surgery and the devices were explanted.

Manufacturer narrative:
Additional info: h6. H6: the devices were not returned columbia city for review; but photos of patient x-rays and devices were sent which confirmed the devices to be in the condition described in the event description. The photos reveal the devices have disassembled in vivo between the spacer and the distal stem.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure on the shoulder. Allegedly it was found on films that the assembly screw broke allowing disassembly of the spacer and the stem. The patient underwent a revision surgery and the devices were explanted.